Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/30/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened and a receiver download was performed. Several findings of a reboot receiver and error recovery were observed in the log. Confirmation of the complaint was confirmed. The probable could not be determined.